Manufacturer narrative:
It was reported that a patient was using a gastrostomy tube (unknown lot number, unknown product code) for continuous feedings and noticed that the tubing was cracked at the tip during feeding. The crack resulted in leaking of fluid onto the left side of the patient's abdomen and the left forearm. It is unknown how the tubes are stored at the facility. It is unknown when the tube was initially placed into the patient prior to the crack in the tube being noticed. The fluid did make contact with the patient's abdomen and forearm resulting in the patient experiencing a burn on the skin of their abdomen and forearm. The patient was treated with silvadene cream which resolved the reported burn. The patients gastrostomy tube was replaced with no further incident reported. No additional information is available. A sample is not available for evaluation however, due to the reported incident and subsequent need for intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Gastrostomy tube was noted to be cracked at the tip.